Event description:
Immucor received a customer complaint 08 february 2018 ((B)(4)) because the customer received discrepant results on the same sample. A negative result was obtained for hla class I using donorscreen-hla class I and class ii assay on 02 february 2018. The same sample was tested again on (B)(4) 2018 resulting in a positive result. Both assays met validity criteria.